Event description:
The customer reported that while running a hepatitis b antigen assay and three hepatitis c assays, the summit sample handler, failed to aspirate control and did give an error message. Four plate runs were invalidated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-02453-05.